Event description:
The facility reports incident of a crack in the fistula needle luer connector at initiation of hemodialysis treatment. Due to potential for contamination the extracorporeal circuit was discarded resulting in ebl =250cc. Lot number and pt info on this incident are not known. No pt injury or need for medical intervention is reported. A new needle was inserted to continue treatment. MDR is filed for blood loss only.